Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the femoral artery. The 80% stenotic, concentric shaped lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with a 2.5x30mm apex balloon and then advanced a 2.5x32mm ion stent to the lesion and encountered difficulty crossing the lesion. During repositioning of the device the stent was deformed. The procedure was completed with another 2.5x32mm ion stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Updated: contact office name, device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Returned product consisted of a taxus element/ion stent delivery system (sds) with stent. There was blood in the wire lumen. The balloon was tightly folded. The proximal end of the stent was 5mm from the proximal markerband; however, there were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The stent extended past the distal tip due to the stretched stent struts. The hypotube was fractured 26cm from the hub. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, indicating that the separation may be related to tensile overload. There were multiple kinks throughout the length of the sds. There was no evidence of material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the femoral artery. The 80% stenotic, concentric shaped lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician predilated the lesion with a 2.5x30mm apex balloon and then advanced a 2.5x32mm ion stent to the lesion and encountered difficulty crossing the lesion. During repositioning of the device the stent was deformed. The procedure was completed with another 2.5x32mm ion stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).